Manufacturer narrative:
D4 and h4 unique identifier (UDI), medical device serial, medical device model, medical device catalog and device manufacture date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator kept failing and required maintenance. A field service engineer replaced the 12-feet pyxibus cable with a 25-feet cable, cleaned, tightened, and applied grease to the latch microswitches, and reseated all latch connections, tested the station using the hardware test application (hta), and the customer successfully recovered storage space and inventory. The entire refrigerator was verified to be operating as designed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, remote manager refrigerator kept failing and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.